Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated issue. A review of the instructions for use found that excessive force can result in device damage. Clinical evaluation was completed and concluded that without the requested clinical information, radiographs, operative report or the s+n device, the root cause of the reported breakage cannot be determined. Per the complaint details, ¿the broken piece was not found in the patient¿s joint and was thought to have fallen off the field and patient¿. Based on the information provided, the surgeon performed a meniscectomy to complete the procedure with a delay of lesser than 30 minutes. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during procedure, after the third access to the joint with the firstpass mini right to reach the area of the meniscal tear, the device did not have the piece in its upper mouth to catch the suture passed through the meniscus. The piece was not found in the joint and was thought to have fallen off the field and patient. The doctor finished the operation by performing meniscectomy and there was a delay lesser than 30 minutes. No other complications were reported. The broken pieces will be recovered in a second intervention.

Manufacturer narrative:
H10: additional information on b5.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during procedure, after the third access to the joint with the firstpass mini right to reach the area of the meniscal tear, the device did not have the piece in its upper mouth to catch the suture passed through the meniscus. The piece was not found in the joint and was thought to have fallen off the field and patient. The doctor finished the operation by performing meniscectomy and there was a delay lesser than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.